Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using the quick check feature on the programmer. Interrogation was successful using select pg feature, but a warning, possible device malfunction message was displayed. Technical services (ts) had the caller place a magnet over the device, but no tones were emitted. Ts recommended immediate replacement. The caller reported that the patient had not had an MRI, radiation therapy, or been exposed to a strong emi source. At a previous check 3 months prior, the battery was at mol1. No symptoms were reported, as the patient was not pacer dependant.